Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle was returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported needle fracture issue as multiple cracks were observed on the proximal needle hub. Upon infusion, a leak was observed from the needle hub. However, the investigation is unconfirmed for the reported limited information issue as fracture was identified on the returned physical sample. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 11/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the device allegedly malfunctioned. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 11/2022).

Event description:
It was reported that during a port placement procedure, the device allegedly malfunctioned. There was no reported patient injury.